Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An integra account manager reported on behalf of the customer that on (B)(6) 2018, the rocker arm of the a3059 mayfield composite series skull clamp continued to move despite the index knob being in a closed position. During the positioning of the patient, the surgeon noticed that the patient's head was moving and found that the rocker arm, even blocked, continued to move. The lack of fixation resulted in an abrasion on the patient's head, from the side of the dynamometric screws. There was a 30 minute increase in surgery time.

Manufacturer narrative:
The product was returned and during evaluation, it was observed that the rocker arm was still moving in the locked position because the index knob was broken. No abnormalities relate to the reported incident was found nor were there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. The complaint is confirmed. Root cause is unknown but most likely reason is device was dropped or impacted breaking knob.